Event description:
Reporter alleged when attempting to test with the compact plus blood glucose monitoring device, an error message was generated and he was unable to obtain a reading to make treatment decisions upon. Reporter stated he was experiencing hypoglycemic symptoms during his attempt to test with the system and stated he "passed out at the kitchen table, in and out of consciousness". Reporter indicated five hours later, he "came to" and self treated with a "gallon orange juice and a half box of (B)(6) cereal". No blood glucose results were reportedly obtained on the system during or after the alleged event. No other actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.